Event description:
During a podiatry case, a suture anchor was being used by the surgeon, and it was damaged upon insertion. The patient involved was not injured or harmed in any way. The surgeon and resident preforming the procedure reported the anchor broken and removed it from the patient. During insertion of arthrex anchors one of the anchors broke upon insertion, the second anchor did not attach to bone properly. Spoke with arthrex and anchors not found to be defective. Anchors thought to have broken based on patient anatomy. 2 anchors were placed following after with no issues, anchors attached correctly and effectively. No harm to patient, patient tolerated procedure well and went to pacu [post anesthesia recovery unit] in stable condition.